Manufacturer narrative:
This follow-up submission being send to cross reference MDR: 3005094123-2026-00077-01 for likely cause changed on 02mar2026 from alinity c magnesium reagent, list: 08p19-25 to alinity c processing module, list number: 03r67-01. All further information will be submitted under MDR: 3016438761-2026-00132-00.

Event description:
The customer observed falsely elevated magnesium results for multiple patients when processed on the alinity c processing modules. Results were not reported to medical provider. The following data was provided. On (B)(6) 2026, 37 years female: sid: (B)(6); initial result= 7.6 mg/dl, repeat result = 2.1 mg/dl. (B)(6). On (B)(6) 2026, 66 years male: sid: (B)(6); initial result (B)(6) = 7.5 mg/dl, repeat result = 1.9 mg/dl. (B)(6). On (B)(6) 2026, sid: (B)(6), initial result =8.1 mg/dl and repeat result =1.8 mg/dl. The customer use reference range: 1.6-2.6 mg/dl. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for section a1 - patient identifier: sids (B)(6) (refer to section b5 for complete patient information). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08p19, that has a similar product distributed in the us with the same list number, and a 510k/PMA/bla number of k181748.

Event description:
The customer observed falsely elevated magnesium results for multiple patients when processed on the alinity c processing modules. Results were not reported to medical provider. The following data was provided. On (B)(6) 2026, 37 years female: sid: (B)(6) ; initial result= 7.6 mg/dl, repeat result = 2.1 mg/dl. (B)(6). On (B)(6) 2026, 66 years male: sid: (B)(6) initial result (B)(6) = 7.5 mg/dl, repeat result = 1.9 mg/dl. (B)(6). On (B)(6) 2026, sid (B)(6), initial result =8.1 mg/dl and repeat result =1.8 mg/dl. The customer use reference range: 1.6-2.6 mg/dl. There was no reported impact to patient management.